Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the start of the operation for a hepatic mass tumor, the radio frequency machine passed the self-test and the rf needle was inserted. When the ablation was ready, the temperature window showed a rapid increase in temperature. Being that high, it automatically shut down after hh, the operation was successful after replacing the rf needle. There was no patient involvement.

Manufacturer narrative:
Additional information: (street1, MFR city, region, postal code), evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.